Event description:
Customer received result of 77 mg/dl on active system 1, and a result of 458 mg/dl on active system 2. Customer was retested on an unspecified accu-chek meter and the result was 80 mg/dl. All reported results were obtained within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 1 (lot number 23454031, expiration date 11/30/2013). Reference medwatch report with (B)(6) for the suspect device used in system 2. The caller did not provide product information for the unknown accu-chek system.